Event description:
The facility representative reported to baxter (B)(4) that an interlink IV catheter extension set had a plugged connector. It is unknown when this condition occurred. There was no report of patient involvement, patient injury, or medical intervention in association with this event. There is no additional information.

Manufacturer narrative:
(B)(4). The sample is not available for evaluation; therefore, the condition cannot be confirmed or duplicated and the assignable root cause could not be determined. If additional information or samples become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). A batch review cannot be performed since the lot number provided by the customer was not correct.